Event description:
It was reported to resmed (B)(4) that a pt died in the hosp while using an astral device. No device malfunction was reported by the customer request the device be evaluated. MFR ref #: 3004604967-2015-00070.